Event description:
It was reported that the patient was sent to the emergency department due to the implantable pulse generator (ipg) that was coming out of patients back. Bandage was put over the implant. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.